Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old male patient was scheduled for impella 5.5 implant for mechanical circulatory support. The complainant reported failure to deliver the impella device due to patient's calcification. Upon final failed attempt, the pump was removed and the anastomosis pulled off the site. Arterial repair was completed to control the bleeding.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of delivery issues and vascular damage - peripheral vessel has been completed. Delivery issues: the root cause of the delivery issue was most likely patient condition related owing to the calcification and tortuosity of the patient's blood vessels. Vascular damage - peripheral vessel: the root cause of the vascular damage - peripheral vessel in the left axillary artery was most likely use issue relating to the multiple attempts of trying to insert the impella device from the access site. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2023-04648. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-04648. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-04648 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-04648 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-04648.